Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that during a c-arm case the surgeon was using synergy spine 2.0 and stated he was able to activate their empty and ap images without issue but that the lateral would not activate. Medtronic technical services instructed them to take another empty image in the lateral position after activating the ap. This worked and the case continued as planned. There was no impact on the patient.